Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20ml precise syringe luer-lok¿ tip had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿particles found inside the packing as well as syringe in closed pack. Found the particles inside the syringe during the preparation or before using to the patient."

Manufacturer narrative:
H.6. Investigation: photo evaluation: 3 photos were returned for evaluation. From the photo, observed particles inside syringe products. Sample evaluation: 2 actual samples returned in sealed packaging was returned for evaluation. The team had observed holes on the bottom web and particles inside the package. The black particles which could be sand particles were observed inside the syringe product and at the corner of the blister packaging. The team had reviewed the in-process and outgoing inspection records and black/sand particles were not detected. The black/sand particles could have been brought into the syringe package when the pest/insect bites the bottom web to enter the packaging. The team had also reviewed the pest control records and no abnormalities were detected at the 10ml manufacturing line. Hence, we are unable to identify the root cause of the reported nonconformance.

Event description:
It was reported that 20ml precise syringe luer-lok¿ tip had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿particles found inside the packing as well as syringe in closed pack. Found the "particles" inside the syringe during the preparation or before using to the patient."